Manufacturer narrative:
This supplemental report was created to capture the correction in the decision rationale. Additional information received indicates that there was no allegation against this lead prior to the extraction. Amending decision to no evidence of malfunction. This does not meet reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that there were no allegations on both leads prior explanting and capping. The patient needed a right sided device due to another medical treatment so the physician opted for a full extraction.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. A new lead was placed. No additional adverse patient effects were reported.